Event description:
"We spoke with the anesthesiologist who inserted the device. He mentioned that the material was more difficult to handle than usual, with difficulties in directing the guidewire to the correct location. A part of the guidewire remained inside the patient's body. The anesthesiologist did not check the integrity of the guidewire upon its removal. According to him, it was not possible to notice that a piece of the guidewire was missing during removal. As a result, a second procedure was required to remove the remaining fragment. I called the recovery room after noticing abnormalities on the post-central venous catheter (cvc) placement x-ray: implantable port not accessed, central catheter bent in the left supraclavicular area, and presence of a guidewire fragment. Call from the anesthesiologist: the child had already eaten and therefore could no longer undergo another procedure to access the port. It is the responsibility of the department managing the patient's return from the operating room to organize the continuation of care (ultrasound, and possible vascular surgery intervention). An urgent ultrasound was requested. The chemotherapy treatment was postponed. Close monitoring of the child was implemented. The mother was informed upon the patient's return to the ward by the oncology team."

Manufacturer narrative:
Note: product reference (B)(4) is not cleared for sales in the USA, but it is similar to the product reference cleared under #510k130576. The complaint concerns 1 unit of celsite babyport set pur 4,5f IV reference 4433742 from batch 37032898. Device history record. Batch record file number 37032898 was reviewed: the batch was manufactured within the specifications and no related discrepancy was observed during inspection/process steps. No other complaint was reported on this batch released in september 2024. Summary of investigation. No device was returned preventing a thorough investigation. One x-ray picture and the completed questionnaire were transmitted. Complaints database review: the complaint database was verified: no increasing trend for this type of incident has been highlighted. Raw material historical review: the supplier documentation of the j-guidewire batches included in the device kit was verified: it is compliant with the defined specifications. It is worth noting that our supplier performs: a 100% visual inspection of j-guidewires during their loads in dispensers. A final-controlled based on ansi/asqc z1.0 requirements. Then, guidewires are not directly manipulated during their insertion into the kits, and nothing could explain the observed defect. X-ray picture review: we clearly see the fragment of the broken guidewire in patient's body. However, with this picture, we cannot determine how this rupture happened. Questionnaire analysis: no information could allow us to determine the root cause of this event. Root cause without the involved sample/video of the incident, no root cause can be identified. The IFU specifies several recommendations to avoid this type of complication. Conclusion without the complaint sample/video of the incident, no thorough investigation can be performed and we cannot conclude on the root cause of the defect. If a new conclusive element becomes available, the complaint will be reopened for further evaluation. This type of incident is rare. No actions plan is envisaged at this time.